Manufacturer narrative:
The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
It was reported that when the system was first turned on in the morning, the main breaker tripped. Any attempt to power on the system resulted in the main breaker to immediately trip. There was also a burnt smell that was noted when the in-house biomed investigated the reported phenomenon. There was no patient involvement because the device was not being used to treat or diagnose a patient. No additional information was provided.